Manufacturer narrative:
No button error alarm noted. The up arrow button did not respond due to corroded keypad trace. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error after a battery change. Blood glucose reading was 189 mg/dl. The insulin pump was alerting for low reservoir and would not work. That was when the customer changed the battery. Advised that the insulin pump will be replaced. Nothing further reported.